Event description:
Per the clinic, the patient experienced swelling and bacterial infection with abscess around the implant site. Subsequently, the patient was hospitalized (date and duration not reported), administered with IV antibiotics (date and duration not reported) and underwent a revision surgery for incision and drainage of the abscess (date not reported) to clear the infection; however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.